Manufacturer narrative:
Weight inadvertently omitted from previous additional report.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2018-10547.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2018-10547. It was reported that the scs leads migrated, confirmed on the x ray. Surgical intervention is pending to address the issue.

Event description:
Device 2 of 2 : reference MFR report# 1627487-2018-10547. Additional meaningful data received indicated that the leads were explanted and replaced. Therapy restored to the patient post-operatively.